Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues it was reported t hat that the patient they got the stimulator to help with bowel symptoms after they got it about 3 years ago, it seemed to help they did not have their bowel unless they strained but starting about at least 2.5 weeks ago they started having issues with horrible diarrhea, they were "up and down all night" last night and it's still happening this morning. Patient said they are now working with a gastroenterologist who told them, it was opioid constipation their colon is holding solid poop and the diarrhea is going around it so a doctor gave them some medicine that was supposed to loosen up the stool in the colon but all it has done is give them diarrhea and pt asked if interstim could possibly help them. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. During the call pt was successful to synch with their control equipment and increase confirming comfortable stimulation in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient's healthcare provider (hcp). Caller was attempting to put ins into MRI mode but was receiving "no device found". Technical services (ts) walked caller through re-trying and they received the same message. Ts had caller exit app and re-open the app to ensure they were using the my therapy app and again, the communicator bluetooth light went solid but handset showed "no device found". Caller stated that patient knows where the ins is and has the communicator directly over it and has tried different positions. Patient stated they haven't used therapy in about a month because they have diarrhea all the time. Ts asked if their diarrhea has gotten worse in the last month and patient indicated yes. Ts reviewed that ins may be at end of service and redirected patient to hcp to discuss next steps. A manufacturer representative (rep) also called inquiring about what took place on the most recent communication with this patient. Agent reviewed info from the follow up note in this record and advised that the speculation is that the ins is or could be at eos. This resolved caller's inquiry. Caller did note the patient has had some medical situations but did not make any allegations against in the ins/therapy. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device not found message was determined to be due to low battery. When asked what steps were taken to resolve the issue they stated that replacement or removal of the device on the patients infection had cleared. The issue had not yet been resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did have an infection, but it was not related to the device/therapy. Hcp reported per manufacturer rep, there was still battery life and device did not need to be replaced yet. No further action would be taken.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was reporting an update in reference to when they were trying to put the patient's device in MRI mode. They reported that they met with the patient in the office on (B)(6) 2024 and the device connected just fine with the programmer and there appeared to no longer be an issue regarding that. They reported that it was unknown if troubleshooting was performed and the cause was not known, but they confirmed the issue (connecting to the device) was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.